Manufacturer narrative:
Technician found the bed located in storage area and confirmed that the head hi-lo section was drifting down. Replaced hydraulic power unit to resolve this issue.

Event description:
Information provided alleged that the head hi-lo section kept drifting down.